Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Blood glucose levels were unaffected, as the customer's levels did not exceed 500 mg/dl (27.7 mmol/l).